Event description:
It was reported by service report that the gatch would rise without user input. It is unk if there was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Nurse control membrane.